Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the pump body. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 1. This is a site of leakage. A group of partial separations, surrounded by abrasion, were noted on the exhaust tubes of cylinder 1 and cylinder 2. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. Abrasion was noted on inlet tube of the reservoir. A group of partial separations, surrounded by abrasion, were noted on the inlet tube of the reservoir. These were not sites of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. A failure of the lockout reservoir test was noted with the reservoir as the valve failed to seat properly. It was determined that foreign material was noted in seating component of the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations on the pump body and the reservoir inlet tube occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the lockout valve of the reservoir resulted in the failure of the lockout reservoir valve seating test. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The updated lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.